Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump had been alarming no disposable clamp tubing. This was reported to be the fourth occurrence since the pump had been placed. The presence of air in the tubing had been denied by the patient, who had expressed a desire not to remove the cassette. The patient had been tearful and afraid of bubbles. Reassurance and an explanation that small bubbles would not be harmful was given. The pump had been powered down, then restarted. Upon restarting, the screen displayed run reservoir volume of 36.9 ml, rate of 2.1 ml/hr, and a given amount of 63.10 ml. The rate had not been identified by the patient on the medication label. The pump's scheduled removal had been set for the following day. The event occurred while in use with a patient at the hospital ang the operator of the device was a health professional. There was a patient involvement, but no patient harm reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.